Event description:
Nurse noticed a "burn type" injury and another round lesion to the areas of the back and buttock. Bair hugger had been placed on patient along with a flank sat monitor (somasensor). The adhesive used on the sensor was acrylic pressure sensitive (medical grade).====================== health professional's impression======================the flank saturation monitor sensor may have induced an inflammatory reaction leading to skin loss. The sensor, when removed, may have initiated skin loss, damage. The bair hugger, although not documented as used, was reportedly used on top of the patient as opposed to underneath the patient.